Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n297332007, implanted: (B)(6) 2011, product type: catheter. The main component of the system; other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving bupivacaine (6 mg/ml, 1.9 mg/day) via intrathecal drug delivery pump for non-malignant pain and degenerative disc disease. It was reported that the patient's pump reached eri (elective replacement interval)/eol (end of life) and was replaced. The hcp was unable to aspirate the catheter. There were no known environmental, external or patient factors that may have led or contributed to the issue. The hcp replaced the sutureless connecter and aspirated the catheter easily. The patient was receiving effective treatment. The issue was resolved and the patient status was "alive - no injury" at the time of this report. The patient¿s medical history included a spinal cord stimulator, "itdd 2" and chronic pain. There were no reported symptoms. No further complications were reported/anticipated.